Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced nerve injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2007, the patient had complaints of numbness and paresthesias of the upper and lower extremities with onset since (B)(6) 2006. On (B)(6) 2007, it was reported the patient developed a subacute onset of paresthesias, fatigue, and balance difficulties in (B)(6) 2006, and altered vision in (B)(6) 2006. Impression included low copper levels, elevated zinc toxicity with neuropathy, and paresthesias. The patient was treated with copper at 4 mg twice daily for two weeks, then 2 mg twice daily. The patient reported dramatic improvement in his symptoms with about 90 percent resolution of his numbness in his feet and his unsteadiness. His fatigue was abated and his sexual function had returned. On (B)(6) 2007, impressions included copper deficiency and neuropathic symptoms likely secondary to copper deficiency. An electromyogram on (B)(6) 2007, showed a mild sensory polyneuropathy. Somatosensory evoked potential was done on (B)(6) 2007 and showed evidence of slowing in the somatosensory pathways serving the upper and lower limbs, which would be best localized to the cervical spine. The patient was started on copper supplementation and had since experienced significant improvement in symptoms. The patient was seen by ophthalmology where impressions were that the patient might have an optic neuropathy related to trace metal abnormalities. The patient did report improvement in his visual symptoms since starting copper supplementation, as well as improvement in his mood. On (B)(6) 2010, assessment included copper deficiency, paresthesias, and neuropathy. On (B)(6) 2010, copper and zinc levels were normal. On (B)(6) 2011, it was reported the polident (formulation unknown) the patient used for his dentures contained zinc, so he believed he was exposed for a few years after the initial discovery of the deficiency. Assessment included severe peripheral polyneuropathy and possible thoracic myelopathy, potentially related to copper deficiency by history. On (B)(6) 2011, a magnetic resonance imaging (MRI) of the cervical spine showed mild spinal canal stenosis at c3/4, c5/6, and c6/7. On (B)(6) 2011, it was reported the patient was having neurological issues secondary to excessive absorption of zinc from a product by the name of poligrip, which he used to hold his dentures in place. On (B)(6) 2011, the patient had reported neuropathy in his feet, hands, and lower arms. Symptoms included sharp pain and decreased feeling in feet. Assessment included myelopathy and polyneuropathy. This case was upgraded and assessed to be medically significant by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. Polident tablets are manufactured in (B)(4), and neither the product nor lot number for this product was available.